Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site of his artificial urinary sphincter (aus). All components were removed and replaced. The patient is expected to fully recover.